Event description:
I had textured saline implants put in. I started having numerous symptoms within just a few months from implant. The first symptoms I noticed having were heart palpitations, shortness of breath and chest pain. Then the neck and back pain, chronic fatigue, and many more weird symptoms started and I didn't know what was wrong. Chronic debilitating neck and back pain, kidney failure, chronic fatigue, muscle and joint pain, depression, field vision, gastric problems, rash and itching, swollen nodes and glands, cognitive and brain dysfunction, headaches, dry skin, hair loss, ringing in ears, loss of sensory functions. Inflammation, numbness and tingling in upper and lower limbs. Symptoms of lyme disease, feeling like I'm dying, sudden food intolerances and allergies. FDA safety report ID # (B)(4).